Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Cardioquip's investigation determined that the cpg pump was non-functional. Following replacement, the device passed inspection, and is fully operational.

Event description:
Customer reports that the unit is not cooling well on cpg, and that the unit did not seem to have any flow on the patient side. The ball valves were confirmed to be open, and the circulation was set to "normal".